Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported recurrent mr appears to have been a cascading event of the slda. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported additional treatment with medication was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report slda, recurrent mitral regurgitation. It was reported that this was a procedure to treat functional mitral regurgitation with a grade of 4+. On (B)(6) 2020, two clips were implanted, reducing mr to 3. On (B)(6) 2020, the first clip (00623u371) became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient remains stable due to additional medication. The slda and recurrent mr have not yet been treated, but the physician is considering surgery. The second clip remains stable on the leaflets. No additional information was provided.